Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was found in back-up mode. The cause of the back-up mode was unknown. Corrective changes were made to successfully restore the pacemaker. The patient was stable throughout.